Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room. The right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient experienced no adverse consequences.